Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Technical support planned to replace the malfunctioning pump under warranty, and in the meantime, the patient used an insulin pen as a backup.